Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that during a procedure the image quality was not good enough to see the catheter tip on the digital image, therefore the physician pushed the catheter tip more forward than necessary and perforates a vessel of the patient. This event had no negative impact on the health of the patient.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion:the customer did not correctly use fluoro flavor settings which resulted in bad image quality. The fse explained to the customer how to use fluoro flavors. The system was returned in working order and the customer was very impressed about the image quality after the explanation. The philips field service engineer troubleshot the issue and confirmed the bad image quality. A philips clinical application specialist analyzed the logfiles and found out that the customer analyzed most of the time very big patients and that additionally the fluoro flavor setting was low. This results in an out of stream situation in which the system cannot expose sufficient x-ray dose for acceptable image quality (iq). The customer should choose another fluoro flavor with a higher dose. Furthermore, the source image distance is set to maximal, which is not advantageous for the image generation. This in combination with steep angles results in a decreased iq. At last, the customer used an adapted program in which the fluoro flavors are changed negatively and this will influence the iq negatively. The fse explained the customer that there are more fluoro flavor settings available. The customer did not know that there were three buttons on the imaging tso to change the fluoro flavor. It is unknown why the customer did not know how to use the fluoro flavors. The customer now knows how to use the dl feature device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the customer did not correctly use fluoro flavor settings which resulted in bad image quality. The fse explained to the customer how to use fluoro flavors. The system was returned in working order and the customer was very impressed about the image quality after the explanation. The philips field service engineer troubleshot the issue and confirmed the bad image quality. A philips clinical application specialist analyzed the logfiles and found out that the customer analyzed most of the time very big patients and that additionally the fluoro flavor setting was low. This results in an out of stream situation in which the system cannot expose sufficient x-ray dose for acceptable image quality (iq). The customer should choose another fluoro flavor with a higher dose. Furthermore, the source image distance is set to maximal, which is not advantageous for the image generation. This in combination with steep angles results in a decreased iq. At last, the customer used an adapted program in which the fluoro flavors are changed negatively and this will influence the iq negatively. The fse explained the customer that there are more fluoro flavor settings available. The customer did not know that there were three buttons on the imaging tso to change the fluoro flavor. It is unknown why the customer did not know how to use the fluoro flavors. The customer now knows how to use the dl feature device code =c76126. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.